Event description:
It was reported that the customer experienced low blood glucose (bg) levels; cause was not known. Customer delivered a 3 unit bolus for breakfast and bolus delivered successfully. Reportedly, customer told family she was not feeling well. Subsequently, customer collapsed on the street, family called the ambulance, and customer was hospitalized. At the time of the event, the customer was not receiving consistent continuous glucose values on the pump; cause was not known no additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.